Event description:
We received a report that the haptics were sticking at the optic or at the edge of the optic during the implantation of a tecnis zcb00 intraocular lens. They were hard to loosen. The surgeon used eyefill as viscoelastic (ovd) and 1mtec30 cartridge. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: report was gathered in (B)(6) 2015; (B)(6) 2015 used as date of event. Implant date: (B)(6) 2015 used as the event occurred in (B)(6) 2015. Explant date: not applicable; device remains implanted. Concomitant product: eyefill ovd; 1mtec30 cartridge. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. No deviation was identified and no non-conformance report (ncr) related to the complaint type was generated during the manufacturing process of this lot. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type reported. The documentation shows that the production order (p/o) was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.